Event description:
Boston scientific received information that during a routine in-clinic follow up, this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead, exhibited noise, oversensing and pacing inhibition. The patient was reported to be pacemaker dependent. A revision procedure was performed one day later. The rv lead was surgically capped and abandoned and a new rv lead was implanted. The device was electively replaced. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available, this report will be updated.